Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever and another manufacturer's retrieval device for a clot located at the right internal carotid artery terminus segment. After passes with both devices were made, subarachnoid hemorrhage (sah) was observed. The bleeding was reported to be non serious; therefore, no medical treatment was performed and the patient condition was reported to be fine. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever and another manufacturer's retrieval device for a clot located at the right internal carotid artery terminus segment. After passes with both devices were made, subarachnoid hemorrhage (sah) was observed. The bleeding was reported to be non serious; therefore, no medical treatment was performed and the patient condition was reported to be fine. No further information is available.